Manufacturer narrative:
The customer¿s complaint of air-in-line alarms could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Patient demographics not provided.

Event description:
It was reported that an rn experienced air in line alarms while infusing an unspecified fluids. The user observed tiny bubble noted in the tubing in the past however has not had any the last few months although requested, no further details were provided by the customer for this event.